Manufacturer narrative:
The device code (B)(4) also applies.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not move around very well. There was a loss of therapy. The patient reported that the device only worked for 6 months out of the 3 years that the patient had the implant. The device not working for the patient¿s symptoms was reported to have started early to mid 2014. The patient reported that they had talked with a manufacturer representative about wanting the device taken out. A couple of years ago a manufacturer representative had told the patient that it was not good when the device was not recharged. The patient stated that they passed the overdischarge state a long time ago. ¿a long time ago¿ was clarified to be 2 ½ years ago. The patient stated that they were ¿told that it caused deterioration around where the leads are¿ and the patient had determined this ¿because they already know.¿ the patient stated that it felt like someone poured acid at the lead site. It was further stated that around t2 or t3 area about 3 inches from where the lead was it felt like someone poured a cup of boiling water once and a while. This occurred frequently since about a year and a half ago. The patient stated that their implanted health care professional (hcp) would not explant the device. The patient had gone to 4 different hcps at different times throughout the past. The patient stated that they studied neuroscience and if they were unable to find an hcp to take the device out they would cut the device out and sent it to the manufacturer. Hcp listings were sent to the patient.

Manufacturer narrative:
H2: correction to the coding block; the coding block has been updated. Continuation of d10: product ID 39286-65 lot# serial# (B)(6), implanted: (B)(6) 2013, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's stimulator stopped working around 6 months after it was implanted.

Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2013, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient confirmed the device was still inside of them. The device was inactive, but it was not working. They had an x-ray a month ago and they were still seeing the device on it. The patient needed to be cleared for an MRI and a cat scan and were currently unable to have these performed as the device was inside of them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.